Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three bent cannulas event on 25 feb 2026. Due to the event, patient experienced high blood glucose level measuring 350 mg/dl and symptoms including headache.